Event description:
Primary surgery was performed on (B)(6) 2012 with a gamma 3 nail. The nail was found to be broken on (B)(6) 2013. On (B)(6) 2013 nail was revisioned.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was heavily drill marked within the anterior bridge of the proximal lag screw hole; approx. 50% of the anterior bridge surface on lateral was excavated. The anterior breakage line was found within the drill marked area. Most likely the proximal hole was drilled by freehand, because this kind of misdrilling can be excluded in correct assembled nail and target device. This misdrilling effect weakened the anterior bridge and caused a notching effect on the lateral side, which can increase the likeliness of nail breakage. Freehand targeting and drilling is not an option for the proximal drilling according to the operative technique, a target device shall be used. To prevent implant damage, the target device and all assembled components shall be checked prior to every surgery. The deep bearing points on the distal nail part on medial indicate that the nail and lag screw were loaded with heavy forces several times postoperatively by the patient. These heavy loads did also contribute to the nail breakage. Smooth lines of rest are visible on the anterior bridge; the bridge broke step by step (fatigue fracture). The lines of rest run from lateral to medial. These lines of rest indicate that the nail breakage started at the anterior bridge at the lateral side (where the bridge material was heavily abraded / excavated). After the anterior bridge was fully or partially broken, the posterior bridge followed due to brittle fracture and then due to fatigue fracture. Furthermore the long implantation time (approx. 17 months) indicates that an insufficient bone consolidation can not be excluded. Intra-operative implant damage, insufficient bone consolidation and heavy loads are listed as adverse effects in the IFU. If other adverse effects (like non-union, obesity, osteoporotic bone, etc.) Did also contribute to the nail breakage could not be determined due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
Primary surgery was performed on (B)(6) 2012 with a gamma 3 nail. The nail was found to be broken on (B)(6) 2013. On (B)(6) 2013, nail was revisioned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.